Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead moved anteriorly. The patient underwent a lead replacement procedure and the patient was doing well postoperatively.